Event description:
Info received on (B)(6) 2012, stated that the pt had been explanted. No info has been received yet as to the reasons leading to the explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.